Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. Because the cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was a defect in the cuff. The cuff could not inflate and deflated while insertion of tracheostomy tube. No further information is available. There was unknown patient involvement and unknown patient harm/adverse event reported.